Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient use. It was not specified what solution was used to fill the device. It was further reported that after being in use for five days the bladder still contained "a large portion of drug solution". The clinical staff weighed the used device and it weighed 106g; however the empty weight was expected to be 68g. There was no patient injury or medical intervention associated with this event. No additional information is available.